Event description:
On march 7th of 2006 we were called to investigate a report of the batteries falling out of a chiltern ceiling lift while in use in the pt's home. We rec'd mixed reports whether or not anyone was injured, none of them being serious or needing treatment, one of which the batteries hit the pt's mother in the head, we rec'd a report from a third party that the mother stated that batteries hit her daughter in the head causing a laceration, and we also directly spoke with a care provider that stated she was the one using the lift at the time when the batteries fell and this care provider stated that it startled herself and the pt but did not report anyone being hit with the batteries and the mother was not present. Upon visiting the site with the county social worker as a non biased third party, the daughter/patient was alert and oriented to person, place and time, stated she was doing well and was afraid to use the lift in its current condition. No trauma was noted to her face or head: the lift was on the track with the cover hanging and the batteires stacked in the corner of the room. The lift was removed and taken to our shop to evaluate and repair. Upon evaluation we determined that it might have been possible that the batteries did fall out and measures were taken to re-secure the batteries and cover to ensure that event was not possible again. All batteries were secured with the factory metal strap but in addition the batteries were secured the opposite direction with multiple tie straps that would have to be cut for the batteries to be removed. In addition the cover was screwed together instead of the factory snap on function only. The pt relies on this lift daily and the lift has been placed back in service, the MFR has been notified along with before and after photos being sent to them. We advise the MFR to inform us of any further actions we should be taking and have not had a response.